Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6)2019. According to the complainant, during the procedure, two bands successfully deployed; however, while deploying the third band, the ligator cap detached and fell in the patient's lumen. Reportedly, the physician removed the ligator cap using a rat tooth forcep. A second attempt to load the ligator cap was made but the suture was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 for the reportable issue of ligator head detached. Problem code 1069 for the reportable issue of suture broken. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: correction: b5, h6 device codes and h10.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6)2019. According to the complainant, during the procedure, two bands successfuly deployed; however, while deploying the third band, the ligator cap detached and fell in the patient's lumen. Reportedly, the physician removed the ligator cap using a rat tooth forcep. A second attempt to load the ligator cap was made but the suture was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. ***correction*** it was reported that there was no difficulty experienced upon setting up the device.